Event description:
Customer's family member reported that comparison tests were performed on two different freestyle meters. The results were 81 mg/dl on the first meter and 58 mg/dl on the second meter. Treatment for hypoglycemia was administered. The freestyle measurement of 81 mg/dl was not consistent with this treatment. More comparison tests were performed 15 minutes later. The results were 152 on the first meter and 123 on the second meter. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.